Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v767679, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that patient device got broken after a man put his knee on her back and broke it. The patient reported she had to have replacement surgery (B)(6) 2013. The change in therapy/symptom was reported as sudden. It was reported 2 days later that the patient was not seen or treated since (B)(6) 2013. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.